Manufacturer narrative:
Manufacturer report number 3006705815-2019-04930 should not have been submitted as a medical device report (MDR) as the issue does not pertain to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04931. It was reported that the patient's stimulation was decreasing by itself and high impedances were observed at one of the leads. As a result, surgical intervention may occur to address the issue. It is not known which lead had the high impedances, so both are being reported.